Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been received and an investigation is currently running. 16-nov-2017: product investigation results: the returned sample was analyzed to show the root cause is blocked gear box causing motor transistor to overheat.

Event description:
Melted hole on handle housing [device physical property issue]. No adverse event. Case description: report source: non-event - spontaneous. A dentist returned an oral-b power rechargeable toothbrush handle vitality 3709 on 29-sep-2017 that had a melted hole on handle housing. No symptoms were reported.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been received and an investigation is currently running.

Event description:
Melted hole on handle housing [device physical property issue]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A dentist returned an oral-b power rechargeable toothbrush handle vitality 3709 on 29-sep-2017 that had a melted hole on handle housing. No symptoms were reported.